Manufacturer narrative:
The reported event occurred on a cobas 6800 system (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. No product issues were identified during the review of batch records, stability data, or internal non-conformance records. The provided data confirmed the reported results, with hbv cycle threshold (CT) values indicative of low hbv concentrations near the limit of detection (lod) of the assay. A potential cause could not be definitively determined. However, contamination was considered a more likely explanation than a sero-conversion window period, given the presence of very low CT values in other samples and the stability of hbv dna in laboratory environments. The investigation did not identify any indications of off-label use or instrument-related issues. The device remains in operation at the customer site, and the customer was advised to follow optimal workflow practices for samples and reagents as outlined in the relevant guidelines.

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 system. The customer reported seven donor samples that initially tested positive for hepatitis b virus (hbv) using the kit cobas 6800/8800 mpx 480t ce-ivd assay. Of these, three donor samples were questioned as they generated non-reactive nucleic acid testing (nat) results upon retesting and had negative serology results. Further details about the serology results were not available. The hbv cycle threshold (CT) values for the three questioned samples were as follows: sample (B)(6) had a CT value of 36.5, sample (B)(6) had a CT value of 36.0, and sample (B)(6) had a CT value of 36.3. These values were indicative of low hbv concentrations near the limit of detection (lod) of the assay. The donations were not released.